Event description:
It was reported that the customer had a low reservoir alert. Insulin pump will be repaired and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the seat/rewind, basic occlusion, occlusion, displacement and force sensor tests. No unexpected low reservoir alarms were noted during testing. No cosmetic damage was noted on the pump assembly.